Manufacturer narrative:
Capsule contracture baker grade 3 was reported as the reason for explantation. No op reports provided - unable to confirm.

Event description:
Capsule contracture reported.

Manufacturer narrative:
Capsule contracture baker grade 3 was reported as the reason for explantation.

Event description:
Capsule contracture reported.